Manufacturer narrative:
H3. Product analysis findings: the react catheter total length was measured to be ~140.6cm and the useable length was measured to be ~133.8cm which is within specification (132cm +3/-0cm). Upon visual examination, no damages or irregularities were found with the react 68 hub. The react-68 catheter body was found broken at distal tip with inner wire exposed. No damages were found the react 68 distal marker band/tip were found to be missing and not returned. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the formal investigation conducted, root cause investigation is ongoing. CAPA 428629 has been initiated to investigate the root cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the react-68 catheter and all accessory devices were prepared per the instructions for use (IFU). There was no additional treatment provided or planned to secure or retrieve the detached react tip, only observation. The patient did not experience any related symptoms and was reported to be doing "ok."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a react-68 catheter that had resistance with navigation and the tip separated. The patient was undergoing a mechanical thrombectomy procedure to treat stroke. Vessel tortuosity was very severe. The physician used their own unique preferred system set-up with a non-medtronic intracranial access catheter, a phenom-21 catheter, the react-68 catheter, and a solitaire x device. It was noted that the whole system felt stiff from the start of navigation. The physician reported difficulty getting the react-68 catheter past the cavernous sinus region and felt it was due to the patient's tortuous anatomy. The amount of force necessary to advance the system was not advancing the system as far as would be expected within the patient's anatomy. The phenom catheter and the stent were able to be navigated to the m1 and the first pass with the stent was completed but the entire clot was not removed. A second pass was completed with the same method. When the solitaire was pulled back again, the physician could not see the distal tip of the react-68 catheter. The entire system was then removed and the react catheter did not look correct. A run of contrast revealed the distal tip of the react catheter had migrated to the anterior cerebral artery (ac a). The patient's blood flow was still good with no occlusion and the physician felt it was best to leave the broken tip within the patient. The manufacturer representative (rep) thought a third pass was made with another catheter that was not a medtronic device, and though it too had difficulty passing the cavernous sinus region, it was noted that desired tici result were achieved. Ancillary devices: neuromax intracranial access catheter, phenom-21 microcatheter, solitaire x